Event description:
Laser treatment burned pt's eyes. Pt went to ER, and was admitted for seven days. Treatment was provided without any positive results. Since pt's discharge a nurse has been visiting him every day at his home, to take his vital signs. Pt is still complaining of blindness, headaches and burning of his eyes.